Event description:
Additional information received from a consumer reported that the patient had a loss or change in therapy, return of bowel incontinence, and was wearing diapers again. The issue started ¿maybe a year ago¿ but had got more frequent in the last 4 months. The patient also had pain in their lower back right where the implantable neurostimulator (ins) was located which started 20 days ago. The patient was taking ¿pills¿ to see if that helped. When the patient saw their healthcare professional (hcp) they were advised to turn the stimulation off to see if that helped with their pain and needed assistance to do so. It was confirmed that the stimulation was on at 2.6 volts and they were able to successfully able to turn the stimulation off during the report. There were no further complications reported or anticipated.

Event description:
A consumer reported that a patient's implant was working well, but the patient's symptoms returned. They patient was on program 1 at 2.3v and had gone up to 3.4v, but it was causing them pain. It was noted that stimulation was felt. During the report, the patient switched to program 2 at 3.2v and was feeling stimulation comfortably. The consumer also reported that the patient experienced a sudden occurrence of diarrhea, about 3 weeks prior to the report. The implantable neurostimulator (ins) was indicated for fecal in continence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.